Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was that the device had an excessive amount of on-time which depleted the internal hybrid layer capacitor (hlc) batteries and prevented the device from powering on. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. The customer also reported that the device would not power on. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. The customer also reported that the device would not power on. There was no patient use assoicated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).